Event description:
Revision surgery at 25 days from primary surgery due to cup loosening. Acetabular components were revised successfully.

Manufacturer narrative:
Batch review performed on 29 march 2023: lot 2011719: (B)(4) items manufactured and released on 18-feb-2021. Expiration date: 2026-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.